Manufacturer narrative:
Initial inspection of the generator, the claws of the pump was wobbled. There was no abnormality in the amount of water, how the water came out, and how it stopped. The output value was not within the specifications. Since the amount was small, the water was not so hot, but rather that the output was sometimes not enough. It was considered that there was no problem in normal use. (Variable resistance value 50ohms, when the output was 20w, output of the device needed to be within 18-22w, but the reported device only output 17w.) Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was stated that the issue was found at the end of the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a handpiece. It was reported that during a total hip arthroplasty, the patient got burned on the back of the right knee and shoulder, third-degree burn. The burn injury from the popliteal fossa to the posterior surface of the lower leg, burn injury of the popliteal fossa was degree iii and burn injury of the posterior surface of the lower leg was degree ii. Severity was mild, range is 2%. Information from the medical engineer (me): after using the handpiece for the first time, about 25 ml of water was gone even though it was not in operation. Moreover, the energization sound of the generator was at the minimum, and it was in an unknown situation. It was speculated that there was a possibility that the switch was pressed unknowingly and the saline continued to come out due to the continuous energization, and that there was a burn due to being heated by handpiece. There was injury to the patient.